Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator had an erratic display and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The ventilator was not in use on a patient at the time the malfunction occurred. Covidien was only authorized to upload the current software revision. The ventilator passed all testing.